Event description:
It was reported that a balloon rupture occurred. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured almost immediately during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter phone, initial reporter email, and occupation.

Event description:
It was reported that a balloon rupture occurred.a 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured almost immediately during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.